Event description:
The customer reported the patient expired while on the device. The device continued to function and ventilate the patient. Patient expired.

Manufacturer narrative:
The third party biomed evaluated the device and there was no problem found with the device. The device has been returned to the customer.